Event description:
Description of reported event:: a peritoneal dialysis (pd) patient¿s contact reported to (B)(6) customer service that the patient had peritonitis. There were no reported allegations that the event was caused by (B)(6) products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2026 this patient had a pd culture obtained in the outpatient pd clinic for symptoms of cloudy pd effluent. Per the nurse, the pd culture grew the bacteria staphylococcus epidermis. Additionally, the patient had a repeat pd culture obtained on (B)(6) 2026 which grew candida parapsorias (likely mistaken for parapsilosis), with a white blood cell (wbc) count of 212 and polymorphonuclear leukocyte of 13. The patient was being treated with intraperitoneal (ip) antibiotics utilizing vancomycin and ceftazidime per clinic protocol (dosing not provided) for a diagnosis of peritonitis and was reported to be continuing pd with the same cycler. However, with another repeat pd culture on (B)(6) 2026, the wbc count increased to 2452 and polymorphonuclear leukocyte increased to 83. The patient subsequently (date unknown) had the pd catheter (not a (B)(6) product) removed and was transitioned to hemodialysis for renal replacement needs. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with (B)(6) products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique/touch contamination due to both mental and physical decline in both the patient and spouse (due to age). The cycler set was not available to be returned for evaluation as it was reportedly discarded. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).